Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had previously come into clinic with 1 low speed operation alarm and the speed had decreased to 6450 rpm. The patient also noticed the percutaneous lead covering had separated from the metal housing. The patient underwent a clam shell repair which was performed by the manufacturer per procedure. The patient was back into clinic for an appointment where log files and x-rays were retrieved and submitted to the manufacturer for review. There is concern of a short to shield or further damage to the percutaneous lead. The log file confirmed the reported event occurred while the patient was on battery power. It was determined that a distal end percutaneous lead repair may be required.

Manufacturer narrative:
The paitent remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.